Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an ophthalmic blade was found to be dull during a cataract procedure. The blade was replaced and the procedure was completed. There was no patient harm. Additional information has been requested, but none received to date.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of lot number. G.9. Manufacturer report number corrected and reported under [MDR# 2149949]. Corrected information provided in d.4. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation, therefore, the condition of the product could not be verified. A review of the reported pak's manufacturing records shows this lot was built with component. A review of the incoming inspection sheet was reviewed and there is no evidence that the component has any defect. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. Quality engineering has notified the supplier of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Flex completed and performed a personnel awareness for the complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).